Event description:
On 07/09/2015, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display screen was cracked and could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2015 with the following findings: there were no scratches on the display lens. Further testing could not be completed due to a blank display. The pump case was removed and a cracked display was observed. A test display was used and was fully functional.